Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes. It was thought that the implanted system may have exhibited non-capture. However, it was determined that the patient was in bigeminy which gave the illusion of non-capture. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.